Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the performa system was giving very low blood glucose results for 3 consecutive days. The patient did not take any action due to the low results. The patient's son tested with the performa system and also got a very low result, therefore the son opened a new vial of test strips. With the new vial of test strips the patient received very high results, and was transported to the hospital. At the hospital the patient was treated for hyperglycemia and was hospitalized for 3 days. The type of treatment provided was unknown. The patient's blood glucose is now stabilized.